Manufacturer narrative:
After battery installation, device displayed a critical pump error on the lcd screen due to signs of previous moisture presence and corrosion around the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received an open book with an arrow pointing to the insulin pump with a red cross. Customer reported they received the open book image on the insulin pump screen. The customer also reported that the belt clip was broken. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.